Event description:
It was reported that during a supply change with contact detach infusion sets, the user advanced past the ¿see drops¿ prompt without observing drops, resumed insulin delivery, then with guidance returned to perform the fill tubing step correctly, inserted a new infusion set, and completed the cannula fill; no alarms occurred and blood glucose remained unaffected, with the issue linked to the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.